Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media, she stopped use of the device as she kept experiencing seizure from low blood glucose levels. Customer has revert to manual injection and hasn't hadn't any issues since then. Customer is not returning the device for analysis.